Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, and the caller was informed to follow up to continue the pump reset as they did not have charging supplies. No notable events occurred prior to the malfunction, and it was confirmed that the malfunction code was resettable.